Event description:
According to the reporter, the patient had been intubated with the same 8.0 taperguard ett for approximately 11 days. On the morning of the event, the rt found that the tube had possibly migrated. Upon repositioning of the tube and inflating the cuff, the cuff would not hold air. A large air leak was "appreciated", requiring an ett tube exchange. The patient required multiple attempts to reintubate, during which emesis and airway edema was observed. A code blue was called due to the lost airway. After multiple (approximately 5) reintubation attempts, an ett tube was able to be placed. The patient was not able to be resuscitated after intubation.

Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.